Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation an unk substance was found on the device. A sample was taken for chemical analysis, but the investigation is still in process. There were no parts found in need of repair related to a leak. Based on the IFU, if not properly dried during the cleaning process this type of fluid can be trapped inside and possible leak out. If the device has been soaked and not completely dried it may hold the fluid. A follow-up report will be submitted if the results of the quality investigation require one.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation an unk liquid substance was found on the device. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported.